Manufacturer narrative:
Other applicable components are: product ID: 977a260, lot# va0rb87012, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead.

Event description:
The manufacturer's representative (rep) reported the consumer was in a car accident a few months ago, and following this had poor coverage. On (B)(6) a lead revision took place, where the healthcare provider (hcp) pulled the lead to t10 to give the consumer good coverage; however the consumer was due to have a surgical lead replacement in the future. Relevant medical history includes failed back surgery syndrome and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.